Event description:
It was reported that the probe read zero on every scan. This occurred during use on multiple patient's and by multiple users. No patient injury was reported.

Manufacturer narrative:
The reported issue was not confirmed. The service representative did not duplicate the probe reading zero. However, he found that the probe didn't scan, the dcm failed, and the j7 on the probe pcba was damaged. Also, the scan cable failed the cable test, possibly causing the probe intermittently reading zero. The service rep replaced the faulty dcm, probe pcba, and scan cable. The system operates as intended.